Event description:
Event description guidant received information that a lead safety switch has been performed on this atrial lead due to impedance measurements of greater than 2500 ohms. Additionally, capture was unable to be verified.